Event description:
It was reported x-rays confirmed the paddle lead has migrated. Surgical intervention may be undertaken at a future date to reposition the lead. Stimulation has been turned off due to reprogramming was painful for the pt. Diagnostic testing showed invalid impedance on contacts 4, 8, 12, and 16; all others read normal.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.